Event description:
It was reported that subsequent to the implant of a prtegen sling, the pt experienced complications and was injured and damaged. Because of complications, the device was removed. The device was not returned for evaluation.

Event description:
The pt reported experienced discharge, urinary tract infections, vaginal infections, voiding difficulties, pain and burning. Pt reported vaginal area was inflamed. Pt reported a procedure to treat infection was performed on 3/24/2000. Pt also reported that a hystrectomy was performed at thet ime of implant. Co's directions for use outline as potential complications: "infection..."